Event description:
(B)(4). Been diagnosed with auto immune disease, on cymbalta, vicodin, and meloxicam, also adderall. These are all meds I never had to take before. Periods come and go when they want to, when I do have a period it is heavier than ever before. My legs hurt constantly, my hips are bad, plantar fasciitis in my rt. Foot. Hair is falling out, teeth hurt, painful sex, pelvic organ prolapse, tired all the time, never felt so lazy in my life.